Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Since the device was not returned, the exact cause was unknown. However, the following was supposed to be the cause. The circuit board of the device did not work properly, temporarily by some cause. The instruction manual of the subject device, states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a laparoscopic hemi cholectomy with uhi-3, the unspecified indicator of the front panel of the subject device kept flashing. And the subject device did not work normally for 2 minutes. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device. The service engineer of olympus (B)(4) (oekg) reported the following evaluation result of the subject device. The reported phenomenon was duplicated during the evaluation. Since the mainboard of the subject device was malfunctioned, the unspecified indicator of the front panel of the subject device flashed. After repair, the subject device was returned to the user.